Event description:
The biomedical engineer reported the device to have a failure code 13. Information was not provided regarding whether or not the device was in use when the reported failure occurred. The hospital representative stated that there was not report of patient incident since the last baxter service event.